Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0av65, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient came home from shopping the day of report and was "totally soaked down to knees front and back." It was stated the patient was on program 1 at 1.9 volts and increased to 3.5 volts during or before shopping. The caller wanted to know what level to be on. It was stated the patient had a follow up appointment on 2013-10-01 and did not receive any information on what to do or how to manage the device. Additional information received from the consumer reported that the implant did not do anything. It was a disaster and did not work so it was taken out and replaced. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues

Manufacturer narrative:
Reportable information received on 2015-11-02, not 2013-09-20 as previously reported.